Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during post-surgery, it was discovered that the craniotome device had a broken foot plate and the burr device could not be removed from the device. According to the reporter, the devices were discovered by the sterile processing department upon sterilization, inspection and testing. There were no delays in a surgical procedure as a spare craniotome device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. The reported condition was confirmed. The complaint was confirmed because the cutter device was returned with the attachment device and the cutter device was stuck together. The cutter device was detached from the attachment device. It was further determined that the fractured foot end and the stuck cutter was from frozen ball bearings due to excessive force. It was determined that the cutter device did not cause the failure. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.